Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a ¿sensor ended¿ message on the freestyle libre link app after 4 days of wearing the adc freestyle libre sensor. The error message initially appeared on (B)(6) 2018 and the customer reported he did not check his blood glucose for 24 hours while receiving the error message. On (B)(6) 2018 he reported feeling hypoglycemic and weak. Customer self-treated with fruit, food, and juice and the customer¿s brother took him to the hospital where he was diagnosed with hypoglycemia and treated with a glucose injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a ¿sensor ended¿ message on the freestyle libre link app after 4 days of wearing the adc freestyle libre sensor. The error message initially appeared on (B)(6) 2018 and the customer reported he did not check his blood glucose for 24 hours while receiving the error message. On (B)(6) 2018 he reported feeling hypoglycemic and weak. Customer self-treated with fruit, food, and juice and the customer¿s brother took him to the hospital where he was diagnosed with hypoglycemia and treated with a glucose injection. There was no report of death or permanent injury associated with this event.